Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that mosaiq crashed whilst treating.

Event description:
The customer reported that mosaiq crashed whilst treating.

Manufacturer narrative:
H6 updated h10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The treatment recordings for each field were correct. Mosaiq worked as designed and intended. Based on the available information there has been no actual mistreatment.